Manufacturer narrative:
Eval in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the device failed to work and a detection error occurred. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.